Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report premature clip detachment and embolization requiring intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One clip was implanted reducing the mr to a grade of 2. A second clip delivery system (cds) was advanced into the left atrium, while opening the clip arms the clip detached from the cds and embolized into the left atrium. Intervention was performed and the clip was removed. The patient is scheduled for an additional procedure at a later date. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Event description:
This is being filed to report the clip detaching from the cds prematurely embolizing requiring intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One clip was implanted reducing the mr to a grade of 2. A second clip delivery system (cds) was advanced into the left atrium, while opening the clip arms the clip detached from the cds and embolized into the left atrium. Intervention was performed and the clip was removed. The patient is scheduled for an additional procedure at a later date. There was no clinically significant delay in the procedure and no adverse patient effects. Subsequent to the MDR on 10/14/2022: the patient is not planned for a re-do procedure.

Manufacturer narrative:
The returned device analysis could not replicate the reported premature activation in a testing environment. Furthermore, it was observed that the actuator coupler was broken. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, including scanning electron microscopy analysis and analysis of the provided fluoroscopic images, the reported premature activation is due to the broken actuator coupler. However, a cause for the broken actuator coupler could not be determined. The reported embolism is a cascading event of the premature activation. Additionally, embolism is listed in the IFU as a known possible complication associated with mitraclip procedures. The reported removal of foreign body was the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling. The provided images were reviewed by an abbott clinical research and development staff engineer. The reviewer stated ¿three (3) fluoroscopic still images were provided. The first two images show the reported device in the same state. The dc shaft, ro ring, l-lock shaft, and clip are easily discerned in the images. The clip arms are opened to ~ 200° and the clip is bent over at a 90° angle relative to the l-lock but remains in close proximity to the l-lock shaft; this is likely due to the lock line still connected to/looped through the harness of the clip preventing the clip from migrating and embolizing. During normal use, the clip maintains attachment to the l-lock shaft via the coupler, which is located within the l-lock shaft, pushing the l-lock tines into the clip connector windows. The general state of the distal components indicates either partial or full detachment of the clip connector from the l-lock tines, suggesting a premature detachment of the coupler from the clip such that the coupler was able to be retracted from between the l-lock tines. This will compromise the connection of the clip to the l-lock shaft in which the clip can now move radially (bend) about the l-lock. The threaded stud of the clip can be clearly visualized within the clip arms. Due to the grainy quality of the images, it is unclear if part of the coupler remained attached to the threaded stud (which would indicate a coupler break) or if the threaded stud was fully unthreaded from the coupler (which would indicate potential use error). If possible, returned device analysis should confirm the failure mode. The clip arms and hinge pins appear to be properly engaged with the connector; there is no indication of a hinge pin disengagement issue. The third image shows the clip, now fully detached from the cds, located at the sgc soft tip with a snare device inserted within the sgc and wrapped around the clip; there is no cds in view. This indicates that the lock line must have been removed by the user at some point in order to fully remove the cds while leaving the clip in place, as shown in the image. It is recommended to request follow up information regarding device manipulations conducted to detach the clip from the cds before snaring. Lastly, based on the cine provided, there is no evidence that the clip embolized in the left atrium as the clip maintained attachment to the cds (first two images) until the clip was snared at the sgc soft tip. Follow up confirmation should be sought to confirm the sequence of events and if clip embolization occurred.